Event description:
Discordant results for cardiac troponin I (ctni) was obtained on a dimension rxl max w/hm instrument on two patients. These results were reported to the physician(s) who questioned the results. The patient samples were repeated on an alternate instrument and the corrected results were reported. There are no known reports of patient intervention or adverse health consequences due to the discordant ctni results.

Manufacturer narrative:
A siemens technical service consultant (tsc) was contacted by the customer. The tsc discussed the maintenance of the instrument with the customer and requested a chem wash precision test be performed. The results indicated biofilm contamination of the chem wash fluidics. Siemens dispatched a field service engineer that decontaminated the system. The instrument is performing within specifications. Further evaluation of the device is not required.